Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the healthcare provider had confirmed the information previously provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 09-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2019 it was reported that a catheter revision would be performed that day. It was unknown if a catheter event had been confirmed as the rep was unsure if there were any issues going on with the catheter at that time. The rep requested to review repair kits and gauge sizes. No patient symptoms were noted. No further complications were reported or anticipated. Additional information was received from a manufacturer representative on 2019-nov-06. It was reported that the patient's catheter had broken off in three places in the intrathecal space. The patient was taken to interventional radiology where the hcp used a tool called a snare to retrieve the fractured catheter. There were three broken pieces but only one piece was retrieved. The hcp put in a new spine piece to prevent further medication leaking into the patient's body. Following the revision the patient had a fully operational pump and catheter implanted. The cause of the issue was not determined and the issue was considered resolved. It was noted that the patient may be brought back at a future date to retrieve the broken pieces of catheter.